Manufacturer narrative:
The product associated with this reported event was not returned. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not drawn any conclusions about the reported infection based on the provided info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd the investigation will be re-opened.

Event description:
Pt was revised to address infection.